Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to polyethylene fatigue. Large pieces of articular surface were found broken off and free floating within the knee.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Medical product - cr-flex gsf pct sz d-l minus catalog# 00575001405 lot#61465791, peg-prc-tib-plt-size-2 catalog# 00597002502 lot# 61558365, all poly pat comp 32dia catalog# 00597206532 lot# 61543724.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. A product history search identified no other complaint for the part and lot combination of the articular surface. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Per the package insert of the device, fracture/damage of the prosthetic knee component is a known adverse effect of this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of a photo which shows the fractured articular surface. Review of the primary operative notes indicates no complication were found. Review of the revision operative notes indicates that a broken polyethylene insert with posterolateral flexion laxity and gross varus valgus instability, even in full extension. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed by review of operative notes and the returned device. The articular surface was returned for evaluation. It exhibits signs of extreme wear (nicked, gouged, micro motion, discoloration). The medial tip also is fractured. Fracture analysis demonstrated that the tibial conventional uhmwpe bearing showed signs of potential fracture near the posterior edge on one side of the bearing. The superior (articular) surface of the item showed possible evidence of burnishing and scratching consistent with in-vivo use and possible explantation damage. The inferior side shows wear typical of an explanted bearing surface, and some possible burnishing near the anterior edge on one side. There is evidence of fracture near the anterior lip of the articular surface on one side of the bearing, along with possible creep deformation of the bearing near the fractured/damaged region. Damage observed is consistent with typical in vivo use, from explantation damage, and of fracture caused by possible over loading near the anterior edge on one side of the bearing. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.